Event description:
It was reported that the user received multiple ilet alerts for software runtime error, state error, and algorithm data parity check, and experienced an occlusion associated with twisted tubing that coincided with elevated blood glucose up to 400 and approximately four hours out of range; the user restarted the ilet, changed all infusion supplies for a contact detach 6 mm, 23 in set, and the ilet subsequently corrected the glucose without recurrence of the alerts during the call. Symptoms included no clinical symptoms reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included on-call troubleshooting, device restart, and user education. Investigation of this case revealed an occlusion that resolved after supply change and correction of tubing, alongside transient software and algorithm alerts that did not recur after restart, with the affected component identified as the infusion set and software functions. It was concluded, based on previously established findings for similar reports, that the cause was occlusion from misrouted or kinked infusion/tubing and transient software state that resolved with restart and set replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.